Event description:
Major pump unit(s) involved: drive unit failure. Additional text: power module patient cable became disconnected. Specific component(s) involved: pump drive unit malfunction. Additional text: patient cable. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of other component, specify. Other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit malfunction.